Event description:
Intuitive surgical, inc. (Isi) received user facility report stating: cadiere broke during the procedure. Wire sticking out of end of instrument. Instrument would not open and close. Removed from field and replaced with a peel pack. 2 lives remaining on instrument.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.